Manufacturer narrative:
A product investigation was completed: the drill bit was analyzed for conformance to print specifications as well as the device history record was researched; no abnormal findings were identified. Manufacturing and inspection records indicated no problems with the lot in question. According to the report that the tip of a drill bit broke intra-operatively due to collision with k-wire and all tiny little fragments, the broken surfaces are homogenous what indicates material conformity to the specification as well. Based on these findings we conclude that the cause of the breakage is not due to any manufacturing non-conformances and it is likely that high applied mechanical forces in lateral direction (across drill of bent k-wire) caused this breakage. No product fault could be detected. (B)(4) device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The surgery was completed with a non-synthes drill bit. X-ray was taken intra-operatively.

Manufacturer narrative:
Patient information not provided by reporter. Device is an instrument and is not implanted/explanted. Date returned to manufacturer. (B)(6). Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device history records was conducted. The report indicates that the: manufacturing location: (B)(4); supplier: (B)(4), part: 310.221 lot: sx403255, manufacturing date: 31. Oct. 2006, no ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the tip of a drill bit broke intraoperatively due to collision with k-wire. The surgery was prolongated by 15 to 20 minutes. This report is 1 of 1 for (B)(4).